Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported a power on reset (por) was observed. Therapy stopped due to the por. Because of the por, the patient was unable to turn therapy on. The patient pressed sync to reset the device and the por was cleared. It was reported therapy was adequate. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the por code and therapy stopping was that "the controller had to be reset, it just stopped". No further information was reported.